Event description:
Info rec'd indicates the head section will not go up.

Manufacturer narrative:
The tech found the solenoid valve for the head up was stuck. The tech replaced the solenoid valve to repair the bed.